Manufacturer narrative:
Describe event or problem, corrected data: information ¿it was reported that the patient was found unresponsive at home.¿ should have been included in the initial manufacturing report. (B)(4).

Event description:
It was reported that the patient was found unresponsive at home. Product analysis was also completed on the returned portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned portion of the lead. Product analysis was also completed on the returned generator. The device was monitored in a simulated body temperature environment for 24 hours. No signs of variation in the pulse generator¿s output signal was noted and demonstrated the device provided the expected output for the entire period. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. Device diagnostics were as expected and the battery was at ifi=no. No performance or any other type of adverse condition was found with the pulse generator.

Event description:
Information was received from the physician's office. The physician indicated that the cause of death was possible sudep and not related to vns.

Event description:
It was reported that the patient had passed away. The cause of death was unknown. The generator and approximately three inches of the lead were explanted and returned for analysis however analysis has not been completed to date. No additional relevant information has been received to date.